Event description:
The user facility reported a fragment of the instrument broke off while in the pt's eye. A second procedure was required to remove the fragment. The status of the pt is unk at this time. Additional info has been requested but not yet received.

Manufacturer narrative:
(B)(4). Hospital has not responded to our request of pt outcome.